Manufacturer narrative:
The reported event of no communication was confirmed. The implantable cardioverter defibrillator was received for analysis with low battery voltage and unable to communicate with the programmer. Bench testing of the device with a separate battery found no anomalies. Longevity analysis was normal up to (B)(6) 2021. Battery analysis found no cause for premature depletion. The cause of the loss of communication was isolated to the battery depletion but the cause of the battery depletion could not conclusively be determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, it was discovered the implantable cardioverter defibrillator had no inductive telemetry response. The physician elected to explant and replace the implantable cardioverter defibrillator. The patient was in stable condition.